Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that one of the buttons is damaged and functioning intermittently. There was no reported patient involvement.

Manufacturer narrative:
The bezel assembly will be replaced upon parts delivery, performance assurance testing will be performed, and the device will be returned to the customer.